Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/7/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation of a saline breast implant and developed capsular contracture associated with breast implant. During evaluation of the sample, parallel lines of shell wear were found on the anterior aspect, suggesting in-vivo folding or creasing of the device. Within a line of shell wear, a tear (a) was noted measuring approximately 0.2 cm. Another tear (b) on the posterior aspect measuring approx. 1.0 cm was noticed. Microscopic examination was performed to the tear b and no evidence of instrument damage was observed. No other anomalies were discovered. Shell wear failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. By the other hand, for the tear noted in the posterior view, possible causes of it may include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced left sided deflation post procedure. The deflation was diagnosed by a physician. Also, capsular contracture (baker¿s grade unknown) was indicated. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prosthesis was performed.